Event description:
The report received from the affiliate indicated that twenty-seven days after the index procedure, the pt returned for a percutaneous coronary intervention (pci) to the proximal left anterior descending (lad). The pt was asymptomatic. Coronary angiography revealed thrombus at the proximal edge of the previously implanted cypher 3.0 x 18 mm stent implanted in the obtuse marginal (om) branch. The sub acute thrombosis (sat) was treated by aspiration of the thrombus. An add'l cypher 3.0 x 13 mm stent was implanted proximal to the previous stent in overlapping fashion via direct stenting. The inflation pressure and duration were unk. The pt was still hospitalized three days after the procedure at the time of the report. The physician's comment regarding the possible cause of the thrombotic event was that the stent was under-dilated or that there was residual lesion that was not covered by the initial stent.

Manufacturer narrative:
The index procedure was an emergent case due to an acute myocardial infarction. The target lesion was the obtuse marginal (om) branch. The lesion was reported to be: de novo, eccentric, 3.0 mm vessel diameter, 15 mm length, and type b2. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 12 atm for 30 sec. A cypher 3.0 x 18 mm stent was implanted at 20 atm for 30 sec. The stent was post-dilated with the stent delivery system balloon -atm and duration unk. Ivus was done. The residual stenosis was 0%. The flow pre-procedure was unk and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. A male pt of unk age experienced a sub-acute thrombotic event approx one month post implantation of a cypher stent. Past medical history includes hypertension. The indication for the procedure was an acute myocardial infarction. This pt's emergent presentation with an ami puts him at increased risk for mace. In addition, his presentation with an ami puts him in a hypercoagulable state and at increased risk for thrombotic events. Pci was performed in the obtuse marginal branch. The lesion was described as type b2, de-novo and eccentric lesion. The lesion length was 15mm and the vessel diameter was 3.0mm. Pre-dilation was conducted before the implantation of a 3.0 x 18mm cypher deployed at 20 atm. The rated burst pressure indicated in the IFU is 16 atms. Post-dilation was conducted. The residual diameter stenosis was 0%. Timi flow before the procedure was unk and 3 after the procedure. Act was not measured. Ivus was conducted and the procedure was confirmed successful. Discharge medications included aspirin, cilostazol and ticlopidine. Approx a month later, the pt underwent a staged procedure to treat a lesion in the proximal lad. The pt was asymptomatic. One day before the staged procedure ticlopidine was discontinued and clopidogrel was started. During the staged procedure, a thrombus was observed at the proximal edge of the cypher stent in the obtuse marginal. To treat the thrombus, aspiration was conducted and a 3.0 x 13mm cypher was implanted by direct stenting technique proximal to the initial cypher and overlapping it. Treatment of the proximal lad lesion was reported. The pt remained hospitalized and no other adverse events were reported. The device remains implanted in the pt and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The japan IFU contraindicates this product in patients who had suffered from ami within 72 hours and in patients in which a severe thrombosis was found in the lesions through coronary angiography. The IFU also warns that the use of this device carries the associated risks of sub-acute thrombosis, vascular complications and/or bleeding events. In addition, balloon pressure should not exceed the rated burst pressure. The physician commented that the possible cause of the thrombotic event could have been because the cypher stent was under-dilatated or because there could have been some residual stenosis that went un-noticed during the index procedure and was not fully covered by the stent. Based on the info provided, the pt's emergent presentation with ami in addition to vessel, procedural and possibly pharmacological factors may have contributed to this event. Please note that this is the initial/final report for this product.